Event description:
Procedure type: sigmoid resection. According to the reporter: after two weeks postoperative, a small anastomotic leak was discovered after the patient reported abdominal pain. Patient was readmitted into the hospital. It is unknown whether the pain is related to an incision infection or the leak. The leak was asymptomatic. Antibiotics were used to treat the problem. There was no unanticipated tissue loss. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes.

Manufacturer narrative:
(B)(4).